Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that approximately two weeks after a third degree episiotomy repair, the patient experienced soreness, redness, and ulcers around the repair sight. The sutures were removed and the incision healed. No additional information is known at this time.